Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as peritoneal inflammation. The cause of the peritonitis was unknown. The patient was hospitalized for the event and received vancomycin (dose, frequency, route and duration not reported) as treatment during hospitalization. Pd therapy was ongoing during treatment. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined further follow-up.